Event description:
Philips received a complaint from an authorized service provider (asp) regarding the v60 ventilator indicating that a 1115 "auxiliary alarm supply failed" error occurred. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. An authorized service provider (asp) evaluated the device and found that a 1115 "auxiliary alarm supply failed" error was logged in the device's event log. According to the v60 service manual, the 1115 "auxiliary alarm supply failed" error indicates that three consecutive measurements of the auxiliary alarm supply were less than 9.0 v or greater than 11.0 v. A service quote consisting of the replacement motor controller (mc) printed circuit board assembly (pcba) and power management (pm) pcba was sent to the customer for approval.

Manufacturer narrative:
The authorized service provider (asp) replaced the battery for repair, after which the issue was resolved. Once the replacement battery was installed, the asp ran the device in normal settings for 20 minutes on alternating current (ac) power and 20 minutes on battery power without any issues.